Event description:
Symptoms appeared in mid 80's. Rptr has been diagnosed with autoimmune disease and arthritis of the hip, dry eyes, fibromyalgia, sinusitis, blood tests show poor lymphocytes, t helper cells, 4x amount of silicone in blood and ana fluctuates 140-160 speckled. (Also see mw1000633.)